Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy evo device failed the pv test fail p. Prox test. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error was discovered in the device's event log. The technician recommended replacing the device's system board to address the issue. Additionally, the device's machine flow sensor and in-line filter prox are contaminated, and the vo main housing is damaged and will need to be replaced. The device's muffler assembly, air foam inlet filter and particulate filter will be replaced due to the 4 year preventive maintenance requirements. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a trilogy evo device failed the pv test fail p. Prox test. There was no allegation of patient harm. The device was not reported to be in patient use. The device has yet to be returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.